Event description:
The account alleged that the head left brake caster bolt had fallen out and the brake caster fell off. No patient impact.

Manufacturer narrative:
The technician refitted the brake caster and applied loctite to the bolt. All other brake casters were checked and loctite applied to the bolts and this resolve the issue.